Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective therapy after a fall. Surgical intervention was undertaken on (B)(6) 2019 wherein the lead was explanted and replaced. Reportedly, patient was experiencing therapy in the wrong location after replacement and was immediately taken back to have the new leads revised (reference MFR report#: 3006705815-2019-00862). Therapy was restored post-op thus resolving the issue.